Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patient, that they had a hypoglycemic event requiring emergency technician services on (B)(6) 2015. The patient was not wearing their continuous glucose monitoring system at the time of the event. The patient is reported to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device as the patient was not wearing it at the time of the event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.